Manufacturer narrative:
The meter has been confirmed to exhibit the memory overwrite malfunction. Customers and retailers have been informed through the adc fa16may2006 letter.

Event description:
A customer reported receiving an err3 message on their locked freestyle flash meter. Troubleshooting of the meter with customer service indicated that the unit of measure could be changed. There was no report of death, serious injury or mistreatment associated with this event.